Manufacturer narrative:
E1: patient city: (B)(6). Patient country: hong kong. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in hong kong. On (B)(6)2024, the patient reported that the infusion set was leak at the quick release site, which was not tightly connected, and patient was not able to connect, and patient blood glucose levels was elevated to more than 396 mg/dl, therefore the patient was hospitalized and stayed overnight. No further information available.